Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis for femoral neck fracture with fns implants. Since the first surgery was operated at other hospital, details of the first surgery and the postoperative course are unknown. After the surgery, the patient fell about 4 times at home after being discharged. On unknown date, it was found that the head of the bone was inversely displaced, a cut-out occurred, and the fixation of the fracture was disrupted. The patient will undergo revision surgery to remove the fns implants and perform total hip arthroplasty on (B)(6) 2021. No further information is available. Concomitant devices reported: unknown fns bolt (part# unknown, lot# unknown, quantity 1). Unknown fns antirotation screw (part# unknown, lot# unknown, quantity 1). Unknown fns locking screw (part# unknown, lot# unknown, quantity 1). This complaint involves (1) device. This report is for (1) femoral neck system plate 1 hole - sterile. This report is 1 of 4 for (B)(4).